Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-11392, related manufacturer's reference number: 2017865-2021-11393, related manufacturer's reference number: 2017865-2021-11394. It was reported the patient presented in the hospital with a sepsis infection and vegetation on their tricuspid valve. Their pacemaker, right ventricular lead, and atrial lead were explanted on (B)(6) 2021. The patient was in stable condition.